Manufacturer narrative:
Investigation details: the scope was received on 12/5/2007. It was observed that, the optic is compromised and scratches shows on tube shaft. The scope is shipped to scholly fiberoptics for further analysis. A supplemental report will be submitted when the device investigation has been returned by scholly fiberoptics.

Event description:
The hospital reported that during a cadaver lab, it was identified that there was not enough light coming through. The hospital did not report any effect on the cadaver.